Event description:
Report received of an adverse pt event while the device was in use. In 2002 at 3:57am, the pump was programmed to deliver dilaudid 100 mcg/ml in the continuous only mode at 100 mcg/hour with a 4 hour limit of 1000mcg. A 300mcg prn bolus was also ordered, which was manually administered by the nurse as a loading dose as needed. At approx 9:00am 2002, the pt experienced respiratory failure and was treated with intubation and mechanical ventilation. At 11:50am, it was discovered that the vial of dilaudid had two different labels on it. One label stated the concentration was 0.1mg/ml and a second label partially covered by the first label stated the concentration was 1mg/ml. It was determined by the user facility that the actual concentration of the vial was 1mg/ml, instead of the intended 0.1mg/ml concentration. Th pca infusion was discontinued at 11:50am. The pt reportedly recovered from the event without any adverse sequelae. Though requested, there was no additional info available.